Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument firing knobs were retracted, the articulation lever was in neutral position, and the sheared teeth were visible on the firing rack. Functional testing found during the firing cycle, a skip was audible in the firing stroke. The evaluation detected an unreported condition: sheared firing rack teeth damage. The product analysis noted evidence that the device was not used as intended. This issue can occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. 3. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the excisional biopsy flap, excision of soft tissue sarcoma left shoulder area, left chest wall re construction with local regional flap adjacent tissue transfer left shoulder. There was poor staple formation because the tissue was too thick. A new reload and handle was used to complete the case. There was no patient injury.